Event description:
It was reported that during a da vinci surgical procedure, it was identified that the large needle driver instrument was bent at the lower third of the shaft. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument is bent. Failure analysis found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had deep scratch marks with material removal. The scratches measured .173 - .308 in length. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentations/burrs. The distal idler pulley exhibited indentations on the edges. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found.